Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws were open. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was found to be partially fired. Visual inspection noted damage to the instrument consistent with application over an obstruction. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was not loaded into the three reloads. Another product was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired with the interlock engaged.